Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion (pe) occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac access solution was selected for use. There was no pe was noted pre-procedure. An amplatz super stiff guidewire was used to access the superior vena cava (svc). A versacross connect and watchman trusteer access system (was) was inserted and transseptal puncture (tsp) was performed using intracardiac echocardiogram (ice). A watchman flx pro closure device was implanted using transesophageal echocardiogram (tee). The procedure was concluded, yet the patient began to experience hypotension. A moderate pe was identified, localized at the right posterior pericardial sac. A pericardiocentesis was performed and a total of 800cc of dark red blood was removed from the pericardial space and returned to the patient by autotransfusion method. Protamine was administered and a pericardial drain was inserted. The pe resolved before the patient left the procedure room. The patient was sent to the cardiac coronary unit (ccu). The pericardial drain was removed six (6) hours later, and the patient was fully recovered and discharged home. There was not a perforation in the laa from the closure device, and no leak was noted during the case or after the pe was detected, therefore the physician believes the pe may have been caused by the tsp or by the amplatz super stiff guidewire while accessing the svc. The device is not expected to be returned for analysis.

Event description:
It was reported that pericardial effusion (pe) occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac access solution was selected for use. There was no pe was noted pre-procedure. An amplatz super stiff guidewire was used to access the superior vena cava (svc). A versacross connect and watchman trusteer access system (was) was inserted and transseptal puncture (tsp) was performed using intracardiac echocardiogram (ice). A watchman flx pro closure device was implanted using transesophageal echocardiogram (tee). The procedure was concluded, yet the patient began to experience hypotension. A moderate pe was identified, localized at the right posterior pericardial sac. A pericardiocentesis was performed and a total of 800cc of dark red blood was removed from the pericardial space and returned to the patient by autotransfusion method. Protamine was administered and a pericardial drain was inserted. The pe resolved before the patient left the procedure room. The patient was sent to the cardiac coronary unit (ccu). The pericardial drain was removed six (6) hours later, and the patient was fully recovered and discharged home. There was not a perforation in the laa from the closure device, and no leak was noted during the case or after the pe was detected, therefore the physician believes the pe may have been caused by the tsp or by the amplatz super stiff guidewire while accessing the svc. The device is not expected to be returned for analysis. It was further reported that there was no issues with the transseptal puncture. No malfuctions or contribution seems to be from versacross device. Act was therapeutic.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields patient identifier (a1), date of birth (a2), sex (a3a), and gender (a3b), in section a - patient information and describe event or problem(b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of pericardial effusion and hypotension were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported events of pericardial effusion and hypotension are known inherent risks of the versacross connect laac access solution device. Pericardial effusion and hypotension are an expected procedural complication addressed within the IFU for the versacross connect laac access solution.

Event description:
It was reported that pericardial effusion (pe) occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac access solution was selected for use. There was no pe was noted pre-procedure. An amplatz super stiff guidewire was used to access the superior vena cava (svc). A versacross connect and watchman trusteer access system (was) was inserted and transseptal puncture (tsp) was performed using intracardiac echocardiogram (ice). A watchman flx pro closure device was implanted using transesophageal echocardiogram (tee). The procedure was concluded, yet the patient began to experience hypotension. A moderate pe was identified, localized at the right posterior pericardial sac. A pericardiocentesis was performed and a total of 800cc of dark red blood was removed from the pericardial space and returned to the patient by autotransfusion method. Protamine was administered and a pericardial drain was inserted. The pe resolved before the patient left the procedure room. The patient was sent to the cardiac coronary unit (ccu). The pericardial drain was removed six (6) hours later, and the patient was fully recovered and discharged home. There was not a perforation in the laa from the closure device, and no leak was noted during the case or after the pe was detected, therefore the physician believes the pe may have been caused by the tsp or by the amplatz super stiff guidewire while accessing the svc. The device is not expected to be returned for analysis. It was further reported that there was no issues with the transseptal puncture. No malfunctions or contribution seems to be from versacross device. Act was therapeutic.